Event description:
It was reported that the patient had ineffective stimulation due to low impedances on their lead and was unable to enter MRI mode. Surgical intervention was undertaken on (B)(6) 2025 in which the lead was repositioned, resolving the issue. The investigation did not determine which lead attributed to this issue.

Manufacturer narrative:
B3: event date is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.